Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The patient reported that the garment fit tightly. The patient also reported that she developed bruising under the front ECG electrodes and a small hole under the left front ECG electrode. Follow-up was unsuccessful as the patient passed away due to an unrelated issue.